Event description:
A discordant, falsely low sodium result was obtained on one patient sample on an advia 1800 instrument. The result did not match the patient's previous result and the patient sample was repeated on another advia 1800 instrument and resulted higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that they had removed and cleaned electrodes and performed routine maintenance. They ran quality controls (qc) and ran comparison results on an alternate instrument. Qc was in range and all results matched. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.